Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a red rash under her left breast the size of a quarter. The patient pharmacist recommended to use neosporin on the area. The patient reported using the neosporin 3 times a day and irritation has improved.